Event description:
A customer contacted beckman coulter (bec) reporting that there was blood sample leak of approximately 4 ml from a sample tube during processing on the coulter hmx autoloader analyzer (115v). The leak was contained within the instrument. The customer reported that the instrument generated rocker bed errors, white blood count (wbc) voteouts / r flags, and tube forward errors on the day the leak was observed. The customer indicated that a sample tube was not properly engaged in the cassette position and had caused a cassette jam and halted the rocker bed. This caused the blood sample to spill on the rocker bed. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed that the sample cap had popped off the tubing in the autoloader area and leaked onto the dead plate. The fse cleaned the contained blood leak and removed the dead plate assembly. The fse also cleaned the assembly and sensor. The fse also disassembled and cleaned the blood sample valve (bsv) assembly. The fse then replaced the wbc bath sample line which resolved the wbc voteout issue. The fse observed no further flags. System performance was verified. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).